Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. The health care professional reported isometrics were completed and no oversensing were observed. Additional information has been requested but was not provided at this time. This ra remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).